Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that tthis cadd legacy plus pump was ove infusing. No adverse effects reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no damage observed. Event history log review was performed and found evidence of one 20ml bolus test was performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. When performing volumetric accuracy testing, as per legacy operators manual, equipment needed 50 or 100 ml cadd¿ medication cassette reservoir with attached cadd extension set with anti-siphon valve must be used when performing volumetric accuracy test. No problem found.